Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 01-dec-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the handpiece, revealed trace amounts of viscoelastic residue inside of the cartridge. Further inspection revealed a portion of a detached haptic that was overridden by the plunger rod which had a damaged plunger rod tip, which suggests excessive force was used during deployment. The handpiece was disassembled and the assembly was inspected, presenting with no issues. Visual inspection, of the lens, under magnification revealed viscoelastic residue on the optic body and haptics and that the iol had been received torn, which is consistent with a lens handled during removal. Further inspection revealed a detached haptic. The complaint issue detached haptic was confirmed; however, this may be attribute to handling during implantation with an inadequate amount of ovd, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the pre-loaded intraocular lens (iol) was fully inserted in the patient's ocular sinister (left eye) it was noticed the trailing haptic was missing. It was noted that there was patient injury. Another lens with the same model and diopter size was implanted. There was no medical intervention and no surgical intervention however patient injury was reported. Patient outcome post-procedure was reported as dong fine. No further information is available.

Manufacturer narrative:
Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.